Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels (300 mg/dl). Reported cause for elevated bg levels is unknown. Customer delivered a manual injection to address elevated bg levels.